Manufacturer narrative:
Other device used: catalog #621200030, natural-knee ii system sinterlock porous coated femoral component, lot #1529703. Evaluation summary: no product or x-rays were returned for evaluation. Additional info such as the cause of pain and need for revision was unavailable. The sales representative was contacted and explained the tibial baseplate was well fixed and was not removed. Based on the info provided a definitive cause can not be determined. Result: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the device was implanted in 2004 and was revised in 2008, due to the pt experiencing pain.